Event description:
It was reported that a lead dislodgement with inappropriate shocks, sensing and insulation anomaly were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation damage at 22.2cm and 23.2cm from the connector pin. Visual analysis found the helix stretched and the insulation dislodged from the electrode ring. These conditions would give exposure to the electrodes causing low lead impedance.